Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Hospital reported upon inspection of the 7mm extended length endoscope s/n (B)(6), there was a burr found on the rim of the lens, at the tip. There is a bump on the rim involving the metal. No injury to any patient. Issue was discovered in the sterile processing area. No patient involvement at all.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/19/2024. An investigation was conducted on 04/29/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There was a burr on the rim of the lens of the endoscope. Based on the results of the evaluation, the reported failure "material deformation" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.